Event description:
Pt reported that they had experienced high blood glucose levels (400 mg/dl) that were resolved when they switched to their back-up device. Pt also reported that device generated an electronic every time the insulin cartridge was changed, but the error was clearable. No treatment was received for the high blood glucose.